Event description:
During on-site service by a baxter service technician, a flo-gard infusion pump was found to have the latch roller damaged. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The device was visually inspected, power on self-tested and the alarm log was reviewed. The cause of the damaged latch roller was unable to be determined. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.